Manufacturer narrative:
The customer¿s report of the set breaking and leaking was confirmed. Visual inspection showed that although the retainer ring was present around the silicone segment connecting to the lower fitment; the silicone segment was not secured all the way to the lower fitment. Functional testing was performed in the received condition and no leaks were observed. A pump test infusion resulted in an air-in-line alarm. Pressure testing resulted in the retainer ring and silicone segment separating cleanly from the lower fitment with no silicone segment damage occurring; it appeared that the set had likely separated previously, and been reattached. The cause of the leak was the set separation. The root cause of the separation was not identified.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that a patient was receiving lipids when the pump beeped air in line and when the rn opened the pump door the tubing was noted to be broken and leaking. There was no patient harm.